Manufacturer narrative:
The device was returned to the service for evaluation. The customer¿s complaint of error code e224 was confirmed on the screen due to a shorted cable. The unit also failed a leak test due to puncture on cable. The rear cover was faded and hairline cracked on focus ring.

Event description:
The service center was informed that during preparation for use, a ¿communication error¿ was observed on the device display. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the device manufacturer date. Please see the updates in sections: g4, g7, h2, h3, h4 and h10. The legal manufacturer (lm) reviewed the content of this complaint further investigation. The lm reported that the e224 is an error that occurs when there is an error in the communication between the camera head scope and the processor. According to the evaluation result of oca, it is assumed that image does not display due to the cable damage because the image transmission could not be communicate with the processor. The lm reviewed the DHR and reported there was no abnormality in manufacturing, concession, and variation. It is assumed that the cable damage was due to user's handling. The legal manufacturer recommends the customer refer to the instruction manual for proper use. As the review of contents in the instruction manual at the time of shipment about cable damage, the followings are stated. Thus, it is judged that defects can be prevented. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."